Manufacturer narrative:
Additional product code: kwp, mnh, mni. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent for a synapse surgery. During the surgery, the screws was not inserted properly. Screws were removed and surgery was completed successfully with new screws. No harm to patient. The surgery was delayed 30 minutes. This complaint involves three (3) devices. This report is for (1) 4.5mm ti cancellous polyaxial screw 28mm. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: a product investigation was conducted. Visual inspection: the cancellousscr synapse ø4.5 l28 tan (p/n: 04.614.228, lot number: h524342) was received at us cq. Visual inspection of the complaint device showed no damage to the device and no mis-oriented components. Functional test: a full functional assessment was unable to be performed on the complaint device since mating devices were not returned. However, a partial functional assessment could be performed to evaluate the functionality of the internal device components. The head was able to rotate and the saddle was correctly aligned. The complaint was not able to be replicated. Dimensional inspection: dimensions were reviewed per relevant drawing. Specified dimensions: thread major diameter = measured dimensions: conforming document/specification review: relevant drawings were reviewed and no design issues or discrepancies were identified. Investigation conclusion: this complaint is not confirmed as no damage is observed and the device is functional. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part number: 04.614.228. Lot number: h524342. Part manufacture date: 12/12/2017. Manufacturing location: brandywine. A review of the device history record of this lot revealed no complaint-related anomalies. The device history record shows that the synapse 4.5mm screw assembly implant was processed through the normal manufacturing, finishing, inspection, and packaging operations. The product lot met all manufacturing, finishing, inspection, and packaging criteria at the time of release with no issues documented during manufacture that would contribute to this complaint condition. H11 corrected data: b5: corrected event description device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Corrected event description: it was reported that on (B)(6) 2020, the patient underwent for a synapse surgery. During the surgery, the screws could not be inserted properly. Screws were removed and surgery was completed successfully with new screws. No harm to patient. The surgery was delayed thirty (30) minutes.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.